Event description:
It was reported that a user of the ilet with a dexcom g7 continuous glucose monitor (cgm) experienced a prolonged hyperglycemic event with a highest cgm reading of 400 mg/dl for approximately four hours after consuming a mixed meal and not announcing the meal while using contact detach infusion sets. Symptoms included blurred vision and headache consistent with hyperglycemia. Outcomes included elevated glucose requiring user-directed troubleshooting. Investigation included user interview and product-use review focused on meal announcement practices and infusion set function. Investigation of this case revealed that the device functioned as designed and that the hyperglycemia was attributable to a missed meal announcement rather than a device or component malfunction. It was concluded, based on previously established findings for similar reports, that user-related factors, specifically missed meal announcement, were the cause.

Manufacturer narrative:
Initial.